Event description:
It was reported that the implantable pulse generator (ipg) was programmed to emergency settings, resulting higher outputs and polarity switch to unipolar on the right ventricular (rv) lead. The ipg was reprogrammed back to bipolar and outputs on the rv lead were lowered. Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.